Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The lead was returned with both tails cut as a consequence of the explant procedure. Visual inspection showed instrumentation damage where the outer tubing was breached, and a broken wire was exposed. As there were no reported impedance issues prior to explant, the broken wire is consistent with explant damage. All other channels passed continuity testing. The root cause of the issue could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-49029. It was reported that the patient was not receiving effective therapy. As a result, the patient's system was explanted.